Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, product type: external neurostimulator. (B)(4).

Event description:
The health care provider of the foreign clinical study reported the patient had a loss of analgesic effect which was provided by stimulation. Radiology revealed the lead migrated. The lead was repositioned and the patient was hospitalized. The event was considered resolved. The event was serious and not related to the procedure. The device relation was unknown. Patient medical history includes chronic neuropathic pain and chronic radiculalgia.